Manufacturer narrative:
(B)(4). Date sent: 10/28/2021. D4: batch #u5f65l. Additional information was requested, and the following was obtained: 1. Could you please clarify how long was the delay (hours/minutes)? 1 hour. 2. Was there any patient consequence as a result of the procedure being prolonged? No. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and the anvil was not returned. The breakaway washer was not present and there was no staples present. An engineering anvil was installed and the device closed with nothing unusual observed. The device was loaded with staples, reset, and fired into a test skin. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form and release criteria. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2021. Batch #: unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. The following additional information was requested, but not available: could you please clarify how long was the delay (hours/minutes)? Was there any patient consequence as a result of the procedure being prolonged?

Event description:
It was reported that during a sigmoid resection the surgeon was attempting to create an end-to-end anastomosis with a cdh29p. The anvil was inserted into the purse string and the stapler was inserted into the rectum. After deploying the trocar, the orange ring was clearly viewed, the anvil was slid over the trocar until the orange ring was covered and an audible ¿click¿ was heard. The colon was sufficiently mobilized, and no tension was placed on the anastomosis. When they started tightening the compression dial in a clockwise direction, the anvil slipped off of the trocar. They were able to extend the trocar and place the anvil back on it and repeat the closing steps. Once again, the anvil slipped off of the trocar. They went through the process a third time and closed the compression dial ¿extremely slow¿ and it held. They fired the stapler successfully, had audible and tactile feedback, had two healthy donuts, and no leaks upon leak test. The case was delayed but completed with no patient consequences.